Manufacturer narrative:
E3-non-health care professional; e2-no. The device evaluation found camera cable is flooded. Based on the results of the investigation, it was found that the airtightness of the subject device was not maintained. Therefore, the camera cable was flooded due to the intrusion of moisture inside. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device cable was flooded. There was no patient involvement.